Event description:
Medtronic received information that approximately eight months following the implant of this bioprosthetic valve the patient turned pale, felt unwell and expired approximately 10-15 minutes later. The valve was explanted during an autopsy and it was reported that on appearance, a section along the proximal edge, at the non-coronary area, was missing sutures, potentially causing severe paravalvular leak. On post mortem examination the coroner noted that the patient's heart was large, weighing 707 grams and also the left ventricle walls were thick.

Event description:
Medtronic received information that approximately eight months following the implant of this bioprosthetic valve the patient turned pale, felt unwell and expired approximately 10-15 minutes later. The valve was explanted during an autopsy and on appearance it seemed a section along the proximal edge, at the non-coronary area, was missing sutures, potentially causing severe paravalvular leak. On post mortem examination the coroner noted that the patient's heart was large, weighing 707 grams and also the left ventricle walls were thick. The coroner had requested more information in order to determine a cause of death. The valve was returned for analysis. Additional information was received indicating the patient was (B)(6). The valve size implanted was a 25mm freestyle. The case notes indicated that the valve was implanted using subcoronary insertion, with continuing 4/0 sutures along the inflow and outflow. The patient had a concomitant single CABG, which they found to have a twist in following completion of the anastomosis. The graft was revised to fix the twist. It was reported that the patient was paced and remained in sinus rhythm. There was slight central leak in the valve post-operatively, and there was no suggestion of any other (sub/paravalvular) leak in the notes. The echocardiograms have been requested for review.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection revealed that a section of the heart, with the valve intact, was received cut, vertically, through one commissure. A section of the sewing ring was everted. Per the IFU, section 10.2 bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient's annulus. Eversion could damage the valve tissue. The receipt condition shows evidence of no suture attachment along the sewing ring adjacent to the non-coronary cusp. All leaflets were slightly stiff but flexible possibly due to the formalin and/or the decontamination process. The right and non-coronary cusps were intact. Cuts and/or tears observed on the left cusp adjacent to the non-coronary left commissure appear to have occurred during explant. All commissures were intact. Glistening off-white pannus appeared to have healed over the sewing ring on the inflow along the left and right cusps, into the right non-coronary inferior coaptive area, along the annulus adjacent to all cusps, to the native sinus behind the non-coronary cusp. Pannus did not appear to heal over the section of sewing ring adjacent to the non-coronary cusp due to the disassociation between the native wall and the valve. Pannus had healed over the outflow of all cusps, extending to the sinus of valsalva of the left and right cusps. Radiography showed trace mineralization on the inflow and outflow aspects. There was no evidence of suture holes in the sewing ring adjacent to the non-coronary cusp nor in the native sinus area adjacent to the non-coronary cusp. The surface area was smooth. Suturing along the inflow of the sewing ring ended on the non-coronary cusp adjacent to the right non-coronary inferior coaptive area and left cusp, adjacent to the non-coronary left inferior coaptive area. The sewing ring adjacent to the non-coronary cusp was misaligned; set below the annulus. Two blue monofilament sutures remained attached to the native sinus area. Needle and/or suture holes were observed in the non-coronary sinus of valsalva. The two blue sutures on the native sinus area and holes in the sinus of valsalva show evidence the valve was attached in this location. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, user error in implant technique may have contributed to the patient's death.